Event description:
Caller reported that their pump screen was dark and would not turn on. There was no reported impact to the customer¿s blood glucose level. Tandem technical support confirmed that the pump was still under warranty and arranged for a replacement. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Additionally, they were instructed to place the pump into storage mode and return it using a pre-paid label, which the customer understood and acknowledged.